Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2009. Revision of knee components due to loosening. This event occurred outside of the u.s, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues.

Event description:
This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00360.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the revision reported was likely the result of aseptic (non-infected) tibial loosening, which damaged the bond of the implant to the bone. Loosening is addressed in the product labeling.

Event description:
Index surgery: (B)(6) 2009. Revision of knee components due to loosening. This event occurred outside of the us, in france, and was discovered as part of active surveillance.